Event description:
It was reported that the patient was experiencing uncomfortable stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the explanted implantable pulse generator (ipg) and scs leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7073402 / 7073499. Product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7070621.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure.